Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after one week of support, the pt presented with power elevations of up to 13 watts. According to add¿l info provided to the MFR, a ramp study performed by the hospital was reportedly conclusive for pump thrombus and the pt¿s lactate dehydrogenase (ldh) levels were noted have increased. The hospital subsequently made a decision to exchange the lvad with another lvad due to suspected thrombus in the pump.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.